Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found there is no electrical contact. The sheath of the wire is not damaged. The root cause of the wire wear near the hook happens because of frequent disconnection of the hook from the measurement cable.

Event description:
In this event it was reported that a proplex apex locator was giving incorrect measurements; no injury resulted.